Manufacturer narrative:
Investigation was performed by technician service personnel. Device was not returned to manufacturer.

Event description:
It was reported that there was a high current leakage in the global port. A leaking current is the amount of current that is allowed to leak back intothe equipment from faulty grounding on/in the equipment. This excess current can potentially go back directly into the patient which may lead to injury or death. No pt injury was reported.